Event description:
A report was received alleging the pulse oximeter's display showed missing segments on the left side of the screen. The reporter stated "when the display should show 888 it shows 666". There was no patient harm reported. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).